Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery / raster with an intralase patient interface (pi) after the patient was applanated and after laser fired. It was noted that the surgery was completed successfully using the same pi. There was no patient injury reported and no surgical intervention was required. Per follow-up information, pre-operation of best corrective visual acuity (bcva): 20/20 post-operation treatment bcva: 20/15. No additional information provided.